Event description:
Mechanical ventilator was set in a simv pc, ps at a rate of 30. Regardless of the patient's breathing spontaneously at a rate of 60 the mechanical ventilator failed to pick up the spontaneous breathing. FDA safety report ID# (B)(4).